Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number only. There have been 18 further complaints reported with this issue in the past 4 years. It was reported that the device was for treatment and the issue was experienced during therapy. The returned pump was passed to our in house experts so a thorough technical analysis could be carried out to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. Initial inspection of the device found no visual issues. Data extracted from the device showed that the device successfully achieved and maintained negative pressure wound therapy for 3 hours before the device was paused for around 50 minutes. Npwt was then resumed, although the pressure was slightly out of range and the device was working hard to reach the acceptable range of pressure. Eventually the pressure level became too high and the pump entered a filter blocked state, indicating that the filter has become occluded. This was rectified and the pump carried out initial pump down to reach the optimum range of pressure, before delivering npwt again. Therapy was then delivered until around 1 day into treatment in which the device was paused for around 16 minutes (perhaps to shower or for a dressing change). When therapy was resumed, the device was unable to achieve successful npwt due to the pressure being out of range. The device entered a non-recoverable error state around 1 day and 3 hours into treatment. The device entered error state due to the pressure being out of range. This is a patient safety mechanism in which therapy is stopped and the device must be swapped. It cannot be confirmed what caused the pressure to reach out of range levels on this occasion but it is likely that a sufficient seal was not maintained during the period in which the device was paused, causing out of range pressure when therapy was resumed. On this occasion we have been unable to determine the definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during npwt utilizing a pico 7, it was noticed the dressing has not been compressed and all indicator lamps solidly illuminated. It was unclear when it occurred. The start button was pushed, however the pump did not restart working. The in-home patient kept the pico 7 dressing on for a few days, then, npwt was restarted with a brand-new pico 7 when the patient went to the hospital. No patient harm.